Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for a site infection that wasn't responding to previously prescribed medications, cephalexin 500mg -3 times per day for 7 days, and septrin 160mg -2 per day for 8 days, along with a wearable machine to assist with wound healing the patient developed the infection after wearing the pod for longer than 48 hours in the right arm, and reported arm was red, swollen and had a purulent discharge. During hospitalization the patient was treated with additional antibiotics and surgical intervention. The patient was not wearing a pod at time of hospitalization. Patient was released after 4 days.